Event description:
I was told by my doctor to use the sugar level monitor called libre-2. They are prone to not work when installed, I have a box of many failed ones. They are expensive and not covered by insurance. They are a defective product that I do not see how you approved it given this level of failure. FDA safety report ID # (B)(4).